Manufacturer narrative:
Unit passed displacement test, basic occlusion test and prime/delivery test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 250mg/dl at the time of the incident. The customer stated that the insulin pump displayed motor error alerts several times. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.